Event description:
On 9/12/1997 following a diagnostic procedure, an angio-seal device was placed in the right femoral artery with hemostasis successfully achieved. The pt was noted to have adequate pulses measuring 2+ dp and 1+ pt (both pre and post procedure). There was no evidence of hematoma or oozing, and the pt was discharged home without sequelae. However, approx two weeks later (on or around 9/26/19970 the pt returned for a thrombectomy and/or fem-pop bypass. This incident was first reported to a company rep on 11/25/1997. Numerous attempts for f/u with the site have not provided any relevant info, clarification as to whether the angio-seal device may have caused or contributed to the event, nor pt outcome.